Event description:
The customer reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 broke at the jaw. The piece was retrieved and no more was seen with the scope. Interop films showed no pieces remained. 1/8/99 faxed copy from rep read: surgeon applied one clip for the cholangiogram. Wehn he went to apply the second clip the clip went on correctly but one of the jaws of the instrument cracked off and fell into the pt's abdomen. The surgeon was able to retrieve the piece. A second er320 was opened and fired without incident. 1/28/99 received medwatch stating, "pt was undergoing a laparoscopic cholecystectomy, a surgical clip was placed on the cystic duct, a cholangiogram was performed. The physician noted a small radio opaque object on the films. The clipper plier was removed and found to be broken, with one tip missing. Upon investigation the object on x-ray was found to be a piece of the clipper pliers approx 1 1/2" long. This piece and one loose clip were removed from the pt. Repeat x-ray showed no foreign body in the pt."